Event description:
Below are comments I posted to (B)(6) two years ago. Nothing has changed. I have constant tinnitus in my right ear. It has never stopped from the moment the stitches came out in (B)(6) 2013. Somehow, I have to believe there is an issue with the implant itself. I thank you for listening. (B)(6) had tooth extraction bone reconstruction surgery to prepare for dental implants (B)(6) of 2012. No problems. In (B)(6), I had surgery #2 and the implants were inserted. Two weeks later immediately upon the stitches being removed, I began the non-stop, 24-7 grinding sound in my ear. The next day, I went to an ent who told me I did not have an "ear" issue to go back to the oral surgeon. I did so and was told I had tmj. Went to physical therapist for tmj therapy and it made things worse. Oral surgeon says that with time the crowns in place sound will go away. I got my crowns on today, if this sound doesn't go away, I may go crazy, and by the way, I don't care what my oral surgeon, ent or dentist say, I am convinced I have nerve damage and no one will believe me. I posted for my first time above, it is now 26 months later and nothing has changed. I am victim and the fact I can't do a "obscene" thing about it makes me nuts! I'm sorry for all you experiencing similar symptoms. Some of you are even worse off. I am going to take the poster's recommendation and report this to the (B)(4), but you know what. I don't think they care. My oral surgeon still goes yachting and lives the good life and "I am exaggerating" and live with this sound in my ear. Somehow, I have to believe there has to be justice.